Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned attached one-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted unable to confirm the condition of the affected catheter due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer described a defect involving the 16 fr lubrisil non-ic temp sensing foley tray (a119216m). They reported that cracking in the distal aspect of the foley that required change out due to urine leakage. While they provided photos of the issue, they were unfortunately unable to supply any lot numbers.

Event description:
It was reported that the customer described a defect involving the 16 fr lubrisil non-ic temp sensing foley tray (a119216m). They reported that cracking in the distal aspect of the foley that required change out due to urine leakage. While they provided photos of the issue, they were unfortunately unable to supply any lot numbers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.